Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare has completed its investigation. The thermal event occurred while charging and not in active clinical use. It was determined that the battery exceeded the two-year replacement interval recommended in the user and service manuals, which are provided to customers with each system. Battery replacement after two years of use is not part of automatic warning or caution messages. However, the system does notify the user to replace the battery if the battery state of health (soh) is <50%. According to system logs, the battery was not replaced after the recommended two-year period and the soh was greater than 50%, meaning the users had not received a notification. A review of the system log file revealed no abnormal conditions in the battery pack prior to the thermal event. Destructive analysis identified cell aging as the primary contributor to the incident. Ge healthcare has initiated a field action (res #96538) to correct all units in the field.

Event description:
It was reported that the system console was plugged in and charging when smoke and flames were noticed to be originating from the back of the system. A fire extinguisher was used to extinguish the flames. The system was not in use at the time of the event. There were no injuries and no patient was involved.

Manufacturer narrative:
Legal manufacturer: (B)(6). D2: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.